Event description:
It was reported by service report that the head end of the bead would not go down and was stuck in the high position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Other - limits.